Event description:
Nurse entered the room, saw oxygen saturation decreasing. Nurse completed suctioning oral airway, heard pop from ventilator, machine stopped and began to bag the patient. Rt responded, restarted the ventilator (two attempts), noted that the patient saturation levels became better from bagging verses the ventilator. Continued bagging. Patient shortly expired.